Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) and left ventricular (lv) leads were explanted due to infection. It was reported the right atrial (ra) lead was not able to be removed from the patient and was therefore surgically abandoned. No additional adverse patient effects were reported.